Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the accidental failure of the components of the video connector socket or the printed circuit board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing the bad quality image displayed on the monitor. The user stated that this phenomenon occurred multiple times while connecting to the unspecified laparoscopes to the subject device. There was no report of patient injury associated with this event. The service department of olympus (B)(4) (oekg) checked the subject device and found that the image of the subject device was interrupted due to the video connector socket had failure. The field service engineer repaired the subject device on site.